Event description:
Portacath placed 10+ years ago. Recent pain with injection and catheter check. Showed contrast leak at the port reservoir. Patient returned for port removal and new port placement. On port removal, found that diaphragm of the port had pulled partially out of the reservoir.